Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow up an unknown endoleak was found. The patient had an aortagram and the source of the leak could not be identified and showed a potential type 1 endoleak or a type 2 endoleak in addition to a possible type 2 endoleak at the bifurcation. On (B)(6) 2016 the physician elected to reline the initial devices by implanting an additional bifurcated stent and an additional suprarenal aortic extension. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, based on the patient information available, the clinical assessment was able to confirm the reported type 2 endoleak. A type 1a endoleak was not confirmed. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient.